Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the meter was not providing accurate readings. Customer reported having a blood glucose level over 600 mg/dl for two days leading up to the call. Blood glucose level was over 600 mg/dl at the time of the call. Customer stated that he would visit the emergency room to treat the high blood glucose level. No further information was provided.